Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, pump intermittently "did not accept the cartridge" and forced the customer to load a new cartridge. There was no reported adverse impact to the customer. The customer declined to provide additional information regarding the issues and declined follow up contact from tandem technical support.